Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: during investigation, the black box showed evidence of an unexplained pump reboot on (B)(6) 2019. During visual inspection, the battery compartment was found to be cracked from the top to the cover. The battery cap was also missing the yellow ring. The pump intermittently powered on with the returned battery cap. A test battery cap was used for all testing. The pump was exercised for 12 hours with no power issues or alarm occurring. The pump was opened and there was no damage found to the power circuit. The original complaint of the power issue with damage was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was damaged. The battery cap was loose but there was no damage alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.